Event description:
It was reported to philips that the device shutoff while in patient use. This event was reported to have occurred during patient use. There was no harm to the patient reported. The patient's care was momentarily delayed. The patient was transferred to an alternate ventilator. The customer spoke with a philips remote service engineer (rse). The customer stated the device alarmed, internal battery depleted was displayed on the screen, and the device shut off. The device was removed from the patient without further incident and no patient harm. At the biomed shop, the power cord was replaced, however, when plugged in, there were no leds illuminated on the front panel and there was no power to the device. The internal battery is dated 2019. The customer requested onsite service. The fse disconnected j1 from the pm pcba and there was no voltage measured between the orange and brown wires. The fse checked the voltage between the blue and brown wires coming from the ac inlet. The incoming voltage was present. Following the evaluation of the device, the fse replaced the power supply to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications.

Event description:
It was reported to philips that the device shutoff while in patient use. This event was reported to have occurred during patient use. There was no harm to the patient reported. The patient's care was momentarily delayed. The patient was transferred to an alternate ventilator. The customer spoke with a philips remote service engineer (rse). The customer stated the device alarmed, internal battery depleted was displayed on the screen, and the device shut off. The device was removed from the patient without further incident and no patient harm. At the biomed shop, the power cord was replaced, however, when plugged in, there were no leds illuminated on the front panel and there was no power to the device. The internal battery is dated 2019. The customer requested onsite service. The fse disconnected j1 from the pm pcba and there was no voltage measured between the orange and brown wires. The fse checked the voltage between the blue and brown wires coming from the ac inlet. The incoming voltage was present. Following the evaluation of the device, the fse replaced the power supply to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications.

Manufacturer narrative:
The power supply was returned to failure investigation and the customer complaint was verified. However, the root cause could not be determined by inspecting the internal components. The part will be returned to the manufacturer for further failure analysis.